Manufacturer narrative:
A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 16-JUL-2021 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT THE DRAWERS 3.1 AND 3.2 WERE NOT DETECTED ON BUS. A FIELD SERVICE ENGINEER (FSE) CHECKED THE BACK PANEL ON THE DRAWER AND OBSERVED THAT LIGHTS WERE PRESENT ON ALL THE DRAWER BOARDS. TURN THE STATION OFF INSPECTED THE RETRACTOR BANDS AND FOUND MARKINGS ON BOTH. REPLACED THE RETRACTOR BANDS ON 3.1 AND 3. 2. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER REPAIRED THE DEVICE.

Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES HAD A DRAWER FAILURE. THE CUSTOMER STATED THAT THIS MALFUNCTION CAUSED A DELAY IN DISPENSING MEDICATION TO PATIENTS. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. As per part investigation, it was determined that the reported drawer failure was caused by shorts between adjacent copper strands on both retractor band assemblies (P/N 353844-01), resulting in thermal damage, communication failure, and compromised drawer functionality. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, Section B Describe Event or Problem, Section D Device Available for Eval and Returned to Manufacturer. PART ANALYSIS: The report condition of ¿Failed drawer¿ was confirmed during Field Service Engineer (FSE) testing and subsequently confirmed during the DCHU inspection process. According to work order #(b)(4), the FSE reported that drawers 3.1 and 3.2 were not detected on bus. The FSE checked the back panel on the drawer and observed that lights were present on all the drawer boards. So, the FSE turned the station off, inspected the retractor bands and found markings on both, the FSE replaced the retractor bands on 3.1 and 3.2 and completed a successful hardware test in Hardware Test Application (HTA). The report was closed. During DCHU Visual Inspection: PN 353844-01: Both ¿ASSY RETRACTOR DWR HH CUBIE¿ were received with copper strands in contact with adjacent copper strands. During DCHU Testing: PN 353844-01: The testing from DCHU for both parts was not required due to the signs of thermal damage observed on the copper strands during the visual inspection. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). Root cause: The root cause of the complaint ¿Drawer failed¿ was due to short between adjacent copper strands of both ¿ASSY RETRACTOR DWR HH CUBIE¿ (PN 353844-01) which led to the observed thermal damage.